Event description:
The device was used during a lung resection procedure. Reportedly, the staples were missing and the staple line was incomplete. The surgeon manually oversewed to complete the procedure. The hosp has reported no pt injury occurred.